Event description:
The manufacturer received information alleging the patient has passed away and the death is not believed to be due to a product issue. The cause of death is believed to be asphyxiation, and the autopsy results are pending. There is a criminal investigation against the caregiver due to the patient's death and the device data has been requested. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer received information alleging the patient has passed away and the death is not believed to be due to a product issue. The cause of death is believed to be asphyxiation, and the autopsy results are pending. There is a criminal investigation against the caregiver due to the patient's death and the device data has been requested. Additional information received reports that the cause of death is still unknown and not available to the home service to provide. The patient had respirator dependence, unspecified level of cervical spinal cord injury, tracheostomy, chronic respiratory failure, hypoxia or hypercapnia and gastrostomy. The patient had a history of chronic respiratory failure secondary to being in an auto pedestrian motor vehicle accident and sustained a c 1-2 spinal cord injury. The device is currently unavailable for return as it is currently in possession of law enforcement until investigation is completed.